Event description:
A pt was to receive plasmaphresis; registered nurse primed machine and clamped tubing. Started procedure without clamping tubing and alarm did not go off. Volume went into pt rather than out. Pt received 4000 plus cc and became fluid overload. Went into respiratory distress requiring intubation and transferred to intensive care unit.